Manufacturer narrative:
The insulin pump was received with a severely cracked and bleeding display glass. No missing segment anomaly could be verified due to cracked and bleeding display board glass. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the patient fell and landed on her insulin pump and the display screen was malfunctioning. The patient's blood glucose was 138 mg/dl. Nothing further was reported.